Event description:
It was reported to philips that pc failed to boot; raid and motherboard issues identified on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pc, displayport to dvi sl adapter, win7 embedded license, 3dws haswell optical tpm rev_I, and iw1.5.1 sw pack, reloaded the software, addressed the raid issue, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).